Event description:
Healthcare professional reported capsular contracture grade iii.

Manufacturer narrative:
Device evaluation: underweight and opening on anterior. A visual and microscopic analysis was performed which identified: crease sharp opening on anterior, crease fold, wear abrasion and stress marks. Base on the device analysis the final assessment is: an opening crease sharp on anterior assessed as fold flaw opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported right side capsular contracture, baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted and replaced.